Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. A surgical revision occurred due to "pain". A specific date for the occurrence was not provided.